Manufacturer narrative:
Follow-up # 1 submitted (B)(4) 2012. Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the keypad was found to be fully intact; no peeling was observed. During testing, the up arrow, down arrow, and contrast keypad buttons were found to be intermittently responsive; the ok button responded appropriately and was functional. There was evidence of contamination found under all of the key contacts.

Event description:
The patient contacted animas on (B)(6) 2012 and stated that the keypad buttons required multiple presses to elicit a response. The patient denied damage to the keypad. The patient reportedly wore the pump in a pocket and cleaned it with a damp cloth. There is no reported adverse event with this complaint. This complaint is being reported due to the alleged keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.